Manufacturer narrative:
(B)(4). As patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Event description:
Global pharmacovigilance (gpv) received information on (B)(6) 2011 from a consumer and nurse of worsening peripheral vascular disease, foot infection, fatal vascular problems, and fatal peritonitis in a male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On unreported dates, the patient experienced worsening peripheral vascular disease, unspecified vascular problems, peritonitis (peritoneal effluent culture not reported) and a foot infection. On an unreported date in (B)(6) 2011, the patient was hospitalized due to the foot infection and possible amputation (unconfirmed). On (B)(6) 2011, the patient expired while still hospitalized. The cause of death was related to vascular problems and peritonitis. The nurse stated the listed cause of death was unknown, possibly related to heart failure. An autopsy was not performed. The outcomes for the events of worsening peripheral vascular disease and foot infection were not reported. Therapy with dianeal was ongoing until the time of death. The nurse reported that the foot infection and worsening peripheral vascular disease were not related to dianeal therapy. The nurse also stated that the foot infection was related to the worsening of the peripheral vascular disease. The nurse stated that the patient's death was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h11d20080) with no defects noted. The cause of the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.